Event description:
It was reported that the deep brain stimulation (dbs) patient was explanted due to infection at the lead site. The leads were exposed due to the patient scratching the lead site. The physician explanted the dbs system, and the explanted devices were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7083459. Product family: dbs-ipg-r-MRI upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 520954. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7085698. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7085707. Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 27529615. Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 26809470.